Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps experienced inaccurate flow during chemotherapy treatments (medication, dose, programmed amount and delivery rates unknown). The chemotherapy infusions are taking 30 minutes (typical outpatient) to 2 hours (occurred inpatient) longer than prescribed to infuse. There was no known patient injury or medical intervention associated with these events. No additional information is available.